Event description:
The manufacturer received information alleging a ventilator went into standby mode during use on a patient. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
Previously reported: the manufacturer received information alleging a ventilator went into standby mode during use on a patient. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the issue was unable to be duplicated. The error log was checked and it was confirmed that there was no error indicating failure. The log showed at the time of transitioning to standby, that the mode was turned from therapy to standby after the power button was pressed. It also shows that the mode was transitioned from power off to standby after the power button was pressed. Since the information confirms the power button was pressed it is considered that the mode transitioned to standby from human operation. The device was final tested, battery checked, valve checked and cleaned. Verified unit it working as is should. Software version is 1.06.05.